Event description:
The customer reported a broken retainer on a plunger holder/track ii. During in-house testing, the track ii failed to alert load syringe plunger while on a test fixture. No pt injury or treatment is associated with this event.